Event description:
Screen cut out in the middle of intubation. Had to switch to glidescope to intubate. No serious injury/harm to patient or user no indirect harm . No required intervention to prevent permanent damage . No hospitalisation - initial or stay prolonged by 1 day or more . No serious injury, disability or permanent impairment . Not life threatening . No deaths.